Event description:
The customer contacted the company's customer experience team via email to report that they had experienced difficulty removing the device, and sought medical assistance for removal at a local urgent care. This was the first time the customer had used the device, and it had been in place for approximately 18 hours before they sought assistance. The customer stated that their treating provider used a speculum and encountered some difficulty, but was able to remove the device after approximately 15 minutes. The customer did not report experiencing any adverse symptoms before, during, or after removal of the device. The company advised the customer to follow the instructions of their treating provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.